Manufacturer narrative:
The insulin pump had motor error alarm during rewinding due to corroded home switch.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.